Event description:
A medtronic representative received a report from a site neuro coordinator stating that a surgeon alleged an inaccuracy with their navigation system occurring while in a spine procedure. No specific measurements, or further details regarding the procedure, or the reported issue, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). On (B)(6) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. All equipment is functioning properly. On (B)(6) 2015, a medtronic representative, followed-up at the site, system was functioning properly and the reported issue could not be replicated. On (B)(6) 2015, site neuro coordinator stated that the surgeon was using the percutaneous pin and frame, at the end of the procedure a screw was off because the navigation system was off by a little, and that the surgeon did not verify against landmarks.

Manufacturer narrative:
This was a lumbar fusion and the site neuro-coordinator reported the issue was with the calibration of the sure-trak onto a non-medtronic driver to place a medtronic competitor's screws. The site and surgeon have been trained on the proper way to calibrate the sure-trak. The allegedly misplaced screw did not have to be repositioned.